Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had been increasing for several months, eventually reaching greater than 2000 ohms. Pacing thresholds were reportedly stable. No adverse patient effects were reported. The lv lead and this crt-d remain in service.